Manufacturer narrative:
Correction/additional information: manufacturing facility. (B)(4). It was reported that sixteen (16) 3000ml exactamix eva tpn bags had leaked from the seam. Sixteen (16) unused samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling two of the bags with water and firmly squeezing the bags. No leak was identified from the bags. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nineteen (19) 3000ml exactamix eva tpn bags had leaked form the seam. It was not specified when in the process this event occurred. There was no patient involvement. No additional information is available.